Manufacturer narrative:
The leads were returned to saluda. The leads had been cut during the explant procedure. Visual inspection identified sutures tied directly on both leads. Visual inspection under magnification, identified lead deformation and multiple conductor wire breakages located at a suture site on one lead. Functional testing could not be performed due to the returned condition of the leads. Evoke scs system surgical guide cautions ¿do not suture directly to the percutaneous lead as it may damage the lead or cause it to fail¿. Evoke scs system surgical guide lists breakage of the lead or failure of other system components, which may result in loss of stimulation and require surgery (including revision, explant, and replacement) as a result.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system underwent a device check prior to a scheduled magnetic resonance imagery (MRI). Disconnected electrodes and high impedances were identified. As a result, the MRI scan could not be performed. Subsequently, the evoke scs system was explanted.